Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer required intervention from a nurse, who administered a correction injection to address the bg. Reportedly, customer loaded a new cartridge to resolve the issue.